Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic and the right atrial lead exhibited multiple auto mode switch episodes due to lead noise; a noise reversion episode was also noted. The noise could be reproduced with isometrics; the lead exhibited normal electrical values. The device was reprogrammed and the patient would continue to be monitored.